Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the lower case was broken and the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the ring cover and both bail covers were missing, the ring cover screw and two case screws were missing, the battery contacts were compressed, the ring and both bails were missing, the keyboard was scratched and the battery drawer o-ring was missing.

Event description:
It was reported the device failed 15 second "operation after battery removed" check; device powers off after 1 second. It was also reported there was a crack in the rear case. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that the main pcb failed battery removal testing due to a capacitor component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.